Event description:
The following has been reported: in an updated DHR printed on march 30, 2022, it was noted that this "pump displayed error upon restart after provisioning. Engineering reviewed data logs and determined to replace pneumatic assembly." Since the lvp had already completed all the manufacturing assembly and test steps originally on (B)(6) 2022 and displayed this alarm afterwards, this internal complaint is issued to track and resolve the issue. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve leak failure (valve 1). Reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. The issue occurred on an lvp that was designated for finished goods inventory. It was determined that the pneumatic assembly needed replacement due to a positive leak check failure for valves 1 & 2. The valve assembly was replaced and the lvp subsequently passed the functional tests again. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.